Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had neck surgery on october 8, 2019 and couldn't use the device at that time, but since then the therapy had not been helping like it used to. The patient stated that the therapy was helping prior to the neck surgery. Patient services reviewed that they could assist with using the controller to adjust settings and that the patient could consult with a healthcare professional (hcp) if necessary. The patient said they would discuss with the hcp office and call back if necessary. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient¿s pain stimulation is not working. No symptoms reported. No further complications were reported or anticipated.